Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and it was noted that one of the patient's leads was fractured causing one contact out. The physician was having difficulty removing one of the leads due to one of the set screw was stripped. The physician replaced the spinal cord stimulator (scs) leads along with the ipg and the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2158-50, serial number: (B)(6), batch/lot number: 16197968, model/catalog description: linear lead kit 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2158-50, serial number: (B)(6), batch/lot number: 16197968, model/catalog description: linear lead kit 50 cm, unique identifier (UDI): (B)(4).